Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 110 mg/dl. The caller stated that they were sweating. The customer was advised that it is not recommended to keep the insulin pump next to the skin. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.